Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the plug to cable attaching base broken, the light guide cable buckled, the root brace rubber (lg connector) cracked, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the lcb (light carrying bundle) crushed, the bending rubber cut, the insertion flexible tube cut, the root brace rubber (lg connector) cut, the u/d and the r/l knobs loose, the distal body worn out, the r/l lock knob hard to move, the u/d lock lever hard to move, the lg water supply tubes kink, the lg water jet supply tubes kink, the lg air supply tubes kink, the air/water socket chipped/cut o-ring, the light guide cable twisted, and the suction channel power supply issues (wire connection); however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).